Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1338 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire in the mst kit was withdrawn after removal of tip cap. It was found kinked at the point of about 3 cm and unable to be delivered into the body successfully. No other information was provided.